Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) has high temperature alarm and other faults occurred, making it unusable not being used by patients, and causing casualties. There was no patient involvement.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) has high temperature alarm . There was no patient involved.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(medical device - problem code, type of investigation, investigation findings, investigation conclusions , component codes ), h11. On 30 oct, new information was received indicating that the aware date was changed from 30 sep to 29 sep. Corrected field : g3 , b5. A getinge field service engineer (fse) evaluated the unit and confirmed that the valve group 8k was leaking and the valve group accessories needed to be replaced. The fse replaced the drive valve group (0104-00-0031) and performed test. All functions have returned to normal, and it has been handed over for clinical use. The failure analysis and testing dept received part number 0104000031 drive manifold assembly serial number (B)(6) with a reported unit failure of solenoid valve is leaking severly the failure analysis and testing dept performed a visual inspection and found the part to be in good condition the failure analysis and testing dept installed part number 0104000031 drive manifold assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the to factory specifications per procedure number 000207d016 revision g and the cardiosave service manual part number 0070000639 revision r the fat dept performed the drive manifold test the drive manifold failed the vacuum leak differential pressure with a result of 57mmhg the factory specification is 25mmhg the drive manifold also failed the pressure leak differential test with a result of 96mmhg the factory specification is 55mmhg please see attachment the drive manifold failed testing the fat dept was able to replicate the complaint of the drive manifold leaking severely refer to CAPA 1406400 for more information regarding additional investigation details.